Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding. The keypad was removed and the "down" key contact was inverted and did not always spring back. The "up" and "ok" key contacts did not click and spring back normally. There was evidence of keypad adhesive found under all key contacts.

Event description:
The pt's mother reported that the button was intermittently responding on the keypad. The pt reported that the "up" and "down" buttons have to be pressed multiple times to elicit a response from the keypad. The pt's mother reported that the pump will sometimes jump ahead once the buttons do respond. The reporter denies damage to the keypad or exposure to moisture. The buttons felt normal when pressed.